Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported via email: the coaxial needle broke off in the patient at the plastic hub, and a piece of the biopsy gun itself chipped off where the needle connects to the handle. It was used today for a mediastinal biopsy. Multiple attempts have been made to gather additional information with no success.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. One (1) samples was provided for evaluation. During visual analysis failure mode could be confirmed since the cannula was detached from the support. Device history record review could not be performed since a lot number was not provided for evaluation. Based on the sample analysis, failure mode was verified. However a probable root cause cannot be determined for this investigation, since no issues were found during the applicable manufacturing, packaging and inspection processes that can be related to personnel, material or method with the reported failure. No actions will be proposed since the reported failure is an isolated event. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.